Event description:
Per the clinic, the patient experienced swelling at the implant site. The patient was hospitalised for 15 days and was treated with oral and IV antibiotics; however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024.there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. Device analysis report attached.